Manufacturer narrative:
Product event summary # s7 damaged scu/calibration ports unresponsive. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the na vigation system was not recognizing the calibration instruments when plugged into the ports. From troubleshooting, it was discovered that the scu was damaged and needed to be replaced. No patient present.